Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose value was 3.2 mmol/l. Troubleshooting was performed. Customer reported they received the open book image on the insulin pump screen. Customer stated they receive battery failed alarm and replace battery alarm prior to open book image. Customer was advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.